Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of 5fu. After an unspecified length of time in use, the homecare pt notified the user facility that the tubing set was leaking. The delivery was stopped at the patient's home. A homecare nurse went to the patient's home. The spill was estimated to be 1ml to 2ml and was cleaned up according to the facility's protocol. The solution container, tubing set, and the pump were replaced and the therapy was resumed. The customer contact reported the leak was on the proximal side of the filter at the connection of the filter and tubing. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.